Event description:
Source reports that "a student was using the pacer gait trainer and it 'flipped' as they were going thru a door and the floor surface change." "...this pt is of the sort that when they meet resistance, they resist it."